Event description:
The customer reported via phone that the insulin pump had sensor glucose versus blood glucose differences. Customer's blood glucose was 88 mg/dl. The customer experienced sensor glucose versus blood glucose with multiple sensors. The customer stated that they are unable to upload ot carelink. The customer was advised not to calibrate on a sensor alert. The customer were able to upload to carelink with the helpline assistance. The customer feels the sensor is working fine. The customer will call helpline back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.